Event description:
Per the clinic, the patient experienced pain and folliculitis around the incision line, exposing the implant. Subsequently, the patient was treated with oral and topical antibiotics. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.